Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. The lv lead was found to be pulled back into the right atrium. The lv lead was capped, and a new lv lead was implanted. The patient was stable with no adverse consequences.